Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.

Event description:
Customer reported issues with sensor glucose verses blood glucose differences. Customer's blood glucose reading was 78 mg/dl. Nothing further reported.